Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use, catheter was prepped and flushed. 2 applications were applied to the left superior pulmonary vein (lspv) in basket. It was then noted that there was irrigation fluid leaking from catheter handle. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the farawave pfa catheter was selected for use, catheter was prepped and flushed. 2 applications were applied to the left superior pulmonary vein (lspv) in basket. It was then noted that there was irrigation fluid leaking from catheter handle. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned.